Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they just started therapy to cool patient. Arctic sun device alerted 02 low flow. Disconnected and cycled water. No resolution. 5 pads connected. Water flow rate (wfr) was 1.3 l/m. Walked through stop therapy, drain pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy and flow rate (fr) stabilized at 2.4 l/m. System diagnostics: outlet monitor temperature (t1) was 11.9c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) 14.8c, chiller temperature (t4) was 10.2c, water reservoir level (wrl) was 2.4 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 2, system hours was 4169, pump hours was 3867.7. Diagnostics are within specifications. Water flow rate (wfr) was 2.6 l/m advised it was ok to continue therapy.

Event description:
It was reported that they just started therapy to cool the patient. Arctic sun device alerted 02 low flow. Disconnected and cycled water. No resolution. 5 pads connected. Water flow rate (wfr) was 1.3 l/m. Walked through stop therapy, drained the pads and disconnected. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Fluid delivery line (fdl) was secure and in lock position. Restarted therapy and flow rate (fr) stabilized at 2.4 l/m. System diagnostics: outlet monitor temperature (t1) was 11.9c, outlet control temperature (t2) was 12.1c, inlet temperature (t3) 14.8c, chiller temperature (t4) was 10.2c, water reservoir level (wrl) was 2.4 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 2, system hours were 4169, pump hours were 3867.7. Diagnostics are within specifications. Water flow rate (wfr) was 2.6 l/m advised that it was ok to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 : the device was not returned.